Event description:
The customer further reported that the intended diagnostic procedure was image documentation. There was a delay in procedure and the procedure was not completed. The duration of delay was unknown. The patient did not experience any adverse effects due to delay in procedure.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer regarding the event. Please see updates to b3 and b5. The investigatin is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted for correction to previously reported information regarding device return. Please see updates to d9, h3 and h6.

Event description:
This report is being submitted for the b30 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A final root cause of the b30 error was unable to be identified, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when using the evis exera iii xenon light source during an examination, e216 error with image failure occurred along with b30 scope communication error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Follow up in progress to obtain additional information regarding the event. The device was returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.